Manufacturer narrative:
The field service engineer found there was precipitation in the activator. The field service engineer changed the activator and cleaned the probe. The customer ran a precision check that was acceptable. The investigation did not identify a product problem. The cause of the event could not be determined. The calibration and qc data were acceptable. Therefore, a general reagent problem could be ruled out.

Event description:
There was an allegation of a questionable low gluc hk gen.3 (glucose) result from the cobas integra 400 plus analyzer. The initial result was 72 mg/dl. The repeat result was 0.2 mg/dl. The questionable result was not reported outside of the laboratory. The reagent lot number was 60356401 with an expiration date of 31-may-2023.